Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the maryland bipolar forceps have exceeded their 10 uses, however the end-of-life patch has not turned red." Failure analysis found the primary failure of life indicator failure to rotate to be related to the customer reported complaint. The instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. A review of remotefe logs confirmed the instrument usage. Root cause of life indicator failure to rotate is not established. Additional finding not reported by site: the instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material was missing. Electrical continuity was tested and passed. Root cause of insulation damage on the conductor wire is attributed to component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the instrument exceeded its 10 lives; however, the life indicator did not turn red. The procedure was completed with no reported injury intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.